Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir of the insulin pump had leaks. The customer¿s blood glucose level was unknown. The customer reported that the o ring was missing. The customer reported that there was insulin inside the reservoir compartment. Troubleshooting was performed and the insulin pump received a stuck button alarm which the customer was able to clear. The customer reported that the insulin pump passed the displacement test and self test. The insulin pump will not be returned for analysis.